Manufacturer narrative:
Physio-control verified that the customer's device powered itself off, through review of the device's electronic records; however, the defibrillation therapy cable issue was not verified. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio recommended that the customer replace their usb data cable that was used at the time of the event. The therapy cable and electrodes were not returned to physio-control for an evaluation. The cause for both reported issues could not be determined.

Event description:
The customer contacted physio-control to report that while a patient was connected to their device, after approximately two seconds, the device would give a "connect electrodes" message. Medical personnel removed the electrodes from the device and placed a different set of electrodes on the patient. They turned the device off and then back on. After approximately 20 seconds, the device gave a "connect electrodes" message again. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while a patient was connected to their device, after approximately two seconds, the device would give a "connect electrodes" message. Medical personnel removed the electrodes from the device and placed a different set of electrodes on the patient. They turned the device off and then back on. After approximately 20 seconds, the device gave a "connect electrodes" message again. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.